Manufacturer narrative:
Methods and results: two unused samples in sealed packaging were returned for evaluation. A review of the device history record revealed no reject activity findings throughout the build of lot # 5348941 that would impact upon the quality of the product. A visual analysis revealed two unused units in sealed packaging from the lot # 5348941. On microscopic examination, there was no mechanical or physical damage to the spring, needle hub, grip, or evidence of glue on the button or hub. In simulated use testing, manually rotating the catheters¿ tips 360 degrees, the catheters did come off. When the button was depressed, the units did retract fully into the safety barrels. Conclusions: an absolute root cause for this incident cannot be determined as the actual unit described in the incident report was not returned for evaluation and the defect described in the incident report could not be confirmed or replicated with the returned units.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after obtaining venous accent with the suspect device, it was hard to retract the introducer; she gave it a slight pull only and sustained a needlestick injury. Labs were drawn on the clinician and source patient, results of which were unavailable upon submission of this report.